Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 8 february 2021.

Manufacturer narrative:
This report is submitted on october 2, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site, and was treated with intravenous antibiotics. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.